Event description:
The pt experienced excessive bleeding from an incision site. The pt stated test results were pending. Additional info from the hcp indicated the diagnosis was an epidural hematoma. The pt's symptoms included numbness, sensory changes and neurological deficit. The device system was explanted. The hcp reported the pt outcome as " no injury".